Manufacturer narrative:
The device has not been returned for evaluation. Root cause is unable to be determined at this time. The reported event has been addressed in the device labeling.

Event description:
Information was received that a non-weight bearing patient was sitting down with legs crossed and the rotational torque limit exceeded and broke the nail. A revision procedure was performed on (B)(6) 2021. No patient injury was reported.